Manufacturer narrative:
The reported event of overheating has been retracted by the initial reporter. This MDR was submitted in error. Corrected data: b5 executive summary d5 operator of device h6 codes additional information: d4 catalog, serial number, UDI d9 product availability h4 manufacturing date.

Event description:
It was initially reported that the device was overheating during a procedure at the user facility. Upon receipt of additional information, no event of overheat occurred and the report has been retracted. This report was filed in error.

Event description:
It was reported that the device was overheating during a procedure at the user facility. The procedure was completed successfully with no delay, medical intervention, or adverse consequences reported.

Manufacturer narrative:
D4: UDI incomplete as catalog and lot/serial number unknown.